Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port where the hard plastic is touching the bag. The leak was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.